Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a spinal cord stimulation (scs) system explant procedure. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16800041/16463842. UDI: (B)(4). UDI: (B)(4).